Event description:
It was reported that a spectrum pump alarmed sys error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. During eval testing, the pump was dropped which prevented any conclusive determination of the cause of the reported sys error 322 alarms. A replacement pump was sent to the customer. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.